Event description:
It was reported to medtronic minimed that the customer experienced a crack on the pump starting at the back and extending toward the front of the device, with a piece of the pump missing, insulin flow being blocked, and batteries lasting less than 7 days. The customer reported no adverse event. The event involved product(s) mmt-1715kl, unomedical, unk_reservoir. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1715kl. No product return is required for unomedical. No product return is required for unk_reservoir.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test and force sensor test, sleep current measurement, active current measurement, self-tests. Thump and software was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No unexpected no delivery alarm, low battery alarms anomalies were noted during testing or on event date in file history. Battery cycle 25.0 received the lowbatteryalert (104) on 12/08/2025 07:49:00 after more than 7 days at 40.94 days. Battery cycle 24.0 received the lowbatteryalert (104) on 10/28/2025 08:04:00 after more than 7 days at 40.88 days. Battery cycle 23.0 received the lowbatteryalert (104) on 09/17/2025 10:58:00 after more than 7 days at 40.72 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. No moisture damage on the electronics, battery connector, battery tube, motor, vibrator during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: unit had scratched case, stained keypad overlay, broken battery tube threads, cracked case (battery tube). In conclusion, unit passed all required tests and no unexpected no delivery alarm, charge/battery lasts less than expected, low battery alarm noted during testing or in the file history. Cracked case (battery tube) confimed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.